Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 37 and 48 hours. The patient stated the pain was unbearable and removed the pod. Upon removal, the patient noticed the skin appeared sore, red, swollen, bruised and hardened. The patient's blood glucose levels rose above 22 mmol/l (>396 mg/dl). A new pod was successfully applied. The patient cleaned the site and went to work. When the patient arrived home, he noticed the site has grown bigger and was leaking purulent discharge. The patient went to (B)(6) clinic and was attended to by dr. (B)(6). The patient was diagnosed with cellulitis and was prescribed flucloxacillin antibiotic for treatment.